Event description:
There was sudden decrease in blood pressure and severe bleeding in the lungs were observed 2 hours after insertion. The pt was confirmed deceased 2 hours after pumping was stopped. When autopsy was performed on the pt, there was a penetration found at the base of the aortic arch, which was in the vicinity of where the catheter tip used to be in place. The doctor thinks this penetration, and the eventual bleeding to follow, was the cause of death, but he has also mentioned that he thinks the severe tortuosity in the aorta was the main cause of aorta being subjected to repeated contact with the catheter tip. The doctor mentioned that he is going to hold on to the sample for a while. Eight days later, datascope was notified the doctor has commented that he thinks this event had occurred due to the condition of the pt's vessels and he also commented that he thinks it was not a product related incident.